Event description:
Revision surgery - due to the patient's stem becoming loose. No other information was given for the reason it became loose.

Manufacturer narrative:
Manufacturing narrative: the reason for this revision surgery was the patient's stem became loose. The in-vivo length of patient service for the implant was 69 days. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(6) surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were two 2 non-conforming material reports (ncmr's) associated with the part 530-10-108 (lot-409t1181) listed in the complaint. Ncmr-37574 documents 1 part for v18 - porous coating visual - p2 (unidentified material stuck in porous) disposition-use as is and 2 parts for o7 - scrapped by vendor (scrapped by vendor.(cup out of position)) disposition-scrap. Ncmr-36778 documents 1 part for v18 - porous coating visual - p2 (voids >.040) disposition-rework, acceptable after rework. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to loose stem. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of (B)(6) surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
The reason for this revision surgery was the patient's stem became loose. The in-vivo length of patient service for the implant was 69 days. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were two 2 non-conforming material reports (ncmr's) associated with the part 530-10-108 (lot-409t1181) listed in the complaint. Non-conforming material reports (ncmr) (B)(4) documents 1 part for v18 - porous coating visual - p2 (unidentified material stuck in porous) disposition-use as is with the justification "this will be removed in down stream soda blast operation and 100% visually inspected." And 2 parts for o7 - scrapped by vendor (scrapped by vendor.(cup out of position)) disposition-scrap. Non-conforming material reports (ncmr) (B)(4) documents 1 part for v18 - porous coating visual - p2 (voids >.040) disposition-rework, acceptable after rework. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to loose stem. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.